Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Olympus local service engineer report that the circuit board of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the device was broken by some cause.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the device could not be turned the power on. Other detailed information was not provided. There was no report of patient injury associated with the event.